Manufacturer narrative:
Additional information: the stent was inspected before use with no issues noted. The 6f launcher guide catheter was inspected before use with no issues noted. The lesion was pre-dilated. While advancing the stent system through the 6f launcher guide catheter, significant resistance was encountered before the stent reached the target lesion, preventing the stent from passing through the lesion. The deformation occurred when the stent was in the patient's vasculature. There were no issues noted with the replacement stent.  Initial reporter name and facility postal code provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one resolute integrity coronary drug eluting stent, stent deformation in vivo occurred. While advancing the stent system through a 6f launcher guide catheter, significant resistance was encountered before the stent reached the target lesion, preventing the stent from passing through. The operation was stopped and the stent was withdrawn. Examination outside the body revealed that the metal struts of the stent had sustained structural damage and sharp burrs were present at the damaged edges. An angiography revealed 80%-90% stenosis of the circumflex branch and 90%-99% diffuse stenosis of the mid-to-distal right coronary artery. The stent was replaced with another stent of the same brand and model, and the procedure was completed successfully. No patient complications have been reported as a result of this event.